Event description:
It was reported that during central processing, the maryland bipolar forceps instrument's rubber tip was burnt. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the customer could not provide any additional information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have localized melting on the outer surface of the bipolar yaw pulley. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery, and electrical continuity tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.